Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp. Sent customer quote for repair and emailed few times without any response. Po is still pending. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
(Date receive by mfg (aware date) corrected 03/03/2022 to 03/02/2022 initially reported in initial MDR).

Event description:
It was reported that during a field action performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g4, g7, h2, h10, h11 corrected fields: b5, d5, e1 (initial reporter, event site telephone, event site email), e4, g3 (remove user facility), h6 (medical device ¿ problem code, component codes) the fse had observed dried saline in parts of the outer exterior, on the batteries, and a little bit of inside the helium tank compartment. No saline was observed inside the iabp unit and the fse noted observation of major fault codes in the iabp log files. The fse replaced the drive manifold assembly then completed all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted when additional information is provided.